Event description:
It was reported that the patient has a loss of therapeutic effect first thing in the morning and she was unable to make it to the bathroom in time, "when my feet hit the floor, it's already running down my leg." The patient's urgency symptoms are well controlled at all other times of the day, including when she gets up from a nap. Her amplitude was at 5.7v and she increased it to 6.2v this morning to see if it would help with the urgency. The increase was felt strongest when sitting, but not uncomfortable. The patient had also fallen several times and she was unsure when the first fall occurred or how many times she has fallen. She broke a table with one fall, and her spouse had to help her up. Another time about three weeks ago she fell into an iron coffee table that resulted in a 6x2 inch gash on her arm requiring 8 staples and 6 stitches. She has trouble walking and had experienced "a runaway" where she would walk faster and faster and was unable to slow down until falling. The patient's physician believed she had early parkinson's, and she may have early alzheimer's, as well as heart problems, bi-polar and depression. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient had a loss of bladder control and was leaking. This occurred after a fall four to six months ago when the patient fell on an end table. The patient did not have the device checked after the fall because it did not bother her right after. However, about four to five months ago the patient began to have more difficulty 'holding water.' The patient was wetting the bed at night and had more falls since. The patient stated she had an 'aging bone' in her back, which caused her to fall, and had scheduled an appointment for (B)(6) 2013 to get cortisone and steroid injections. The patient stated this was unrelated to her device and therapy. The patient also had an appointment on (B)(6) 2013 and a computed axial tomography (cat) scan was taken. From this, the health care provider (hcp) determined the patient had lead issues, but was unsure what the exact problem was. The patient stated her settings had been changed only once by a family member and it did not seem to help. The patient's 'aging bone' caused her to fall more and had difficulty walking. The patient stated she had 'a lot of health issues' lately and had 'a little' alzheimer's. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v829849, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).